Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
On (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation (mr) and flail posterior leaflet for a mitraclip procedure. During the procedure, a mitraclip was implanted successfully. The mr was reduced to grade <1 post procedure. On (B)(6) 2025, a single leaflet device attachment (slda) from anterior leaflet was observed in follow up transesophageal echocardiogram. Patient was symptomatic with dyspnea and recurrent mr of grade 4 was reported. On (B)(6) 2025, a redo procedure was performed. A mitraclip was implanted lateral to slda clip. The mr was reduced to grade 1. About 2 hours after the intervention the patient's condition worsened and a pericardial effusion(pe) was discovered along with cardiac tamponade. The patient went in cardiac arrest and died despite resuscitation procedures. Per the physician, the cause of the pericardial effusion remains unknown, the mitraclip did not contribute to pe. The implant remained stable on both leaflets. The mitraclip did not contribute to death.

Event description:
It was reported that on (B)(6) 2025, a patient was presented with grade 4 degenerative mitral regurgitation (mr) and flail posterior leaflet of the mitral valve for a mitraclip procedure. The xtw mitraclip was prepped per the instruction for use (IFU) and was implanted successfully in a2/p2 position. The mr grade was noted as <1 post procedure. It was noted that leaflet insertion was done in all transesophageal echocardiogram (tee) and was noted to be sufficient. On (B)(6) 2025, the patient became short of breath. A tee was done and slda to the posterior leaflet was seen. The anterior leaflet was no longer within the clip. There was no sign of tissue damage and mr was reported to be grade 4. On (B)(6) 2025, re-intervention was done using a xtw mitraclip that was implanted laterally to the slda clip. Initially the intervention resulted in stabilizing the slda clip and reducing mr to grade 1. About two hours after the intervention, the patient's condition worsened and a circumferential pericardial effusion was discovered with cardiac tamponade. A pericardiocentesis was performed. The physician reported that the mitraclips remained stable on both leaflets and did not believe the mitraclips contributed to the pericardial effusion, however the exact cause remains unknown. The patient went into cardiac arrest and despite resuscitation attempts, the patient passed away the same day.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided a cause for the reported slda resulting in mr and subsequent dyspnea cannot be determined. Additionally, the cause for the pericardial effusion resulting in cardiac arrest and cardiac tamponade cannot be determined. The reported death per the medical review, appears to be related to procedural conditions and likely due to the pericardial effusion. Mitral regurgitation, dyspnea, pericardial effusion, cardiac arrest, cardiac tamponade and death are known possible complications associated with mitraclip procedures. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.